Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: during initial deployment the filter was tilted and therefore the filter was recaptured. Upon recapturing, the patient complained of pain. Contrast injection demonstrates contained extravasation near the renal vein origin on the right. A new filter was deployed in an infrarenal origin location. Post-deployment inferior vena cavagram demonstrates appropriate position of the ivc filter. No contrast extravasation identified. Cook was unable to conduct a review of the device history record, as the lot number of the complaint device was not provided for the investigation. According to the instruction for use potential adverse events includes: acute damage to the inferior vena cava extravasation of contrast material at time of vena cavagram. There are adequate controls in place to ensure that this type of device is manufactured to specifications. Based on the provided information it is unknown what caused the filter to tilt. Since reported that the filter was recaptured, it may have been placed by jugular approach, thus captured and retrieved by the jugular introducer, too. And if so, the reported pain may have been caused by the filter, if not fully collapsed during retrieval. However, this is only speculation based on the very limited information provided. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(4). PMA/510k: k172557. Investigation is still in progress.

Event description:
Description of event according to initial reporter: initial deployment of the filter was tilted and therefore the filter was recaptured. Upon recapturing, the patient complained of pain. Contrast injection demonstrates contained extravasation near the renal vein origin on the right. A new filter was deployed in an infrarenal origin location. Post-deployment inferior venacavogram demonstrates appropriate position of the ivc filter. No contrast extravasation identified. Bilateral renal veins fill with contrast.